Event description:
The customer contacted stryker to report that their device unexpectedly lost power. During evaluation stryker observed that the clip on the therapy connector is broken and will not hold both sides properly attached. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue and also observed that the clip on the therapy connector is broken and will not hold both sides properly attached. The reported issue of unexpected loss of power was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.